Event description:
It was reported that the patient presented with pocket stimulation at follow-up in clinic. Programming changes were made to turn off atrial lead function to address the stimulation. The pocket stimulation was resolved but the patient continued to feel unwell. It was suspected that the patient symptoms were caused by lack of atrial synchrony but it was not confirmed. No further intervention was performed at this time. The patient was stable.

Event description:
New information received indicated that the atrial lead was capped and replaced on (B)(6) 2022. A small insulation break near the suture sleeve was noted. The patient was stable.